Event description:
It was reported "the fully seated line on the device was not in the correct location." This issue was discovered prior to surgery and the device was not used on a patient or in any surgery.

Manufacturer narrative:
The device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.